Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage alarms when using the mobile power unit (mpu) as well as when the device was running on battery power. It was noted that a poor connection was suspected. Each terminal was to be cleaned, and the situation was to be monitored. The log files captured low power advisory events due to the system controller running on depleted batteries. It was additionally reported that because of frequent low flow alarms, two system controllers were updated to low flow alarm software 2.0 on (B)(6) 2024, indicating that the system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: system controller, serial (B)(6), was evaluated following the reported event of atypical low voltage alarms. Data from the reported event date of 04dec2024 in the submitted controller event log file was reviewed. The low voltage alarm activated on (B)(6) 2024 at 05:36:50 due to the batteries depleting below the threshold. The batteries had been in use for 24 hours before getting low enough to trigger the low voltage alarm. These lasted longer than the expected 10-12 hours and was therefore routine. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller was not returned for analysis and remains in use. Additional information provided stated that the patient told the account that the mobile power unit (mpu) was used. In reality, the patient fell asleep on batteries. The patient was cautioned to not connect to batteries while sleeping. There was no equipment failure, and no products were exchanged. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.